Event description:
It was reported that this lead dislodged during implant after being placed and the helix fixed. Several attempts were then made to retract the helix to reposition the lead, however, the helix was unable to be retracted after 30 turns. The lead was reported to be fractured. The lead was attempted but not implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.